Manufacturer narrative:
Sections with additional information as of 30-mar-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-047: pcb contamination.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation.: adverse event report is being submitted due to symptoms related to diabetes ¿ thirsty and frequent urination. Note: manufacturer contacted customer in a follow-up call on 16-feb-2021 to ensure the customer's condition had improved and that the initial concern is resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the new replacement products

Event description:
Consumer reported complaint that the meter was not turning on when a test strip was inserted. During the call, the meter did not power using the power button or when a test strip was inserted. Customer states she has had the meter for two months and the battery had been changed a few days prior to call. At the time of the call the customer reported symptoms of thirst and frequent urination; medical attention was not needed at the time. Customer states will try and get a test at her pharmacy.